Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two samples. The following data was provided (normal range for troponin assay is <0.1 ng/ml): sid (B)(6) ran on (B)(6) 2024 initial result 3.19 ng/ml (reported to patient's chart), same sample repeated on (B)(6) 2024 and the result was <0.10 ng/ml. Sid (B)(6) ran on (B)(6) 2024 initial result 0.82 ng/ml (reported to patient's chart), same sample repeated on (B)(6) 2024 and the result was <0.10 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument, observed the syringe assy was leaking, and replaced the part. Part replacement resolved the issue. The syringe assy was determined to be the cause of the result issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two samples. The following data was provided (normal range for troponin assay is <0.1 ng/ml): sid (B)(6) ran on (B)(6) 2024 initial result 3.19 ng/ml (reported to patient's chart), same sample repeated on (B)(6) 2024 and the result was <0.10 ng/ml. Sid (B)(6) ran on (B)(6) 2024 initial result 0.82 ng/ml (reported to patient's chart), same sample repeated on (B)(6) 2024 and the result was <0.10 ng/ml. No impact to patient management was reported.